Manufacturer narrative:
Evaluation: results: deformation problem (stent).

Event description:
Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The 4th to 9th distal segments were deformed; the max stent od was 0.060 inches which is above the max specification of 0.055 inches.

Manufacturer narrative:
Results, conclusion: 90% stenosis with moderate tortuosity and moderate calcification, stent deformation, device not returned for evaluation. (B)(4).

Event description:
It was reported that an endeavor resolute rx was being used to treat a lesion in the cx om2 that exhibited 90% stenosis with moderate tortuosity and moderate calcification. It is reported that the stent has been deformed after attempting delivery. The deformation was noted when the device was retrieved from the patient after unsuccessful positioning. The lesion was pre dilated twice with 1.50mm x 15mm balloon device at 20 atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related and not device related. The physician used a new device same size to complete the procedure. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.